Manufacturer narrative:
(B)(4): the contrast button was found to be intermittently responding to presses, the rest of the keypad buttons were confirmed to be responding normally. The contrast button has no effect on insulin delivery function and would not be likely to cause an adverse event. The keypad was removed and contamination was observed under the contrast button contact.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that the contrast button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.